Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 700cc mentor memorygel breast implant prosthesis and experienced bilateral rupture postoperatively. The patient stated that she had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 700cc mentor memorygel breast implant prosthesis and experienced bilateral rupture postoperatively. The patient stated that she had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Manufacturer narrative:
On 24-mar-2022, the suspected medical device was returned for evaluation. On 14-apr-2022, the investigation on the suspected medical device was completed. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 700cc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-feb-2022, mentor received additional information regarding the explantation date and the event date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture. Section d 6b. Date of explantation: (B)(6) 2022. The event date was initially reported as (B)(6) 2021. However, additional information revealed that the actual event date is (B)(6) 2022. On 22-feb-2022, mentor received additional information regarding the patient¿s symptoms. The diagnosis of the bilateral rupture was confirmed by a healthcare professional. Manufacturer's reference number: (B)(4).